Event description:
It was reported that (B)(6) years old, female patient suffered a cardiac tamponade requiring pericardiocentesis during an atrial fibrillation (afib) procedure. Approximately 740 ml of fluid were removed. The patient was reported to be in stable condition and with a drain in place. The physician stated that a tough transseptal due to abnormal anatomy may have contributed to the event. A transseptal puncture was performed by using st. Jude brk.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 ((B)(4)), stockert (st-(B)(4)), cool flow pump ((B)(4)), thermocool sf catheter ((B)(4), - (B)(4)- being returned), cs catheter ((B)(4), (B)(4)), and a lasso nav eco catheter ((B)(4), (B)(4)). Manufacturer ref # (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an a fib case; a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and caller reported that approximately 740 ml of fluid were removed. The patient was reported to be in stable condition and with a drain in place. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)